Event description:
MFR received a report alleging that while an end user was charging her wheelchair, a fire began. User was unable to move away from the fire on her own and sustained burns to legs, face and arm.